Event description:
During a lap gastric bypass, the doctor used the device to gain better access to the small bowel during the jejunojeunostomy. The device ripped after insertion. No patient consequences. Case completed with another device of the same product code. No device returning.